Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The end user stated that the backrest on his chair attaches with black clips and one of the clips broke on the backrest.